Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false negative result in social media..positive pcr next day.